Manufacturer narrative:
Remote frequency pic failed self test alarm during self test due to faulty y connector on the remote frequency board. The device had cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed remote frequency pic failed self test. It did not alarm during rewind or prime. A normal bolus was delivered and it registered in bolus history. Blood glucose was not provided. No further information reported.